Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a backup battery fault alarm regarding system controller serial number (B)(6), was not confirmed. The controller was not returned for analysis and no log files correlating to this controller were provided. The provided log file contained data from system controller (B)(6), which has been addressed via that controller¿s investigation (MFR: 2196596-2020-03569). The root cause of the reported event was unable to be conclusively determined. The heartmate 3 patient handbook instructs users on how to resolve all specific alarms that sound from their controller, including backup battery fault alarms. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the controller alarmed for the backup battery and the controller was exchanged. The log file confirms the emergency backup battery (ebb) fault of (B)(6) 2020 due to the ebb failing the load test. No other unusual events were recorded in the log file event history. The controller was subsequently replaced again as the known battery fault alarm did not resolve with ebb change out or with the recent controller change. Related manufacturer reference number: 2196596-2020-03569.